Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the hypotube of the complaint instrument has fractured 69cm proximal to the device tip. The crosssection of the hypotube is no longer circular but compressed and the polymer coating is plastically deformed. This indicates that the hypotube most probably fractured as a result of significant bending outside the patient. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the handling of the device.

Event description:
The orsiro drug-eluting stent system was selected for use. During withdrawal the shaft broke into two pieces. No more information available.